Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 10 with ios operating system version 17.5.1. The low glucose alarm did not sound and the customer was not alerted of the changes in glucose level. As a result, the customer experienced loss of consciousness and broke 2 nasal bones and one orbital bone when his reading was "50" and was unable to self-treat. The customer was given glucose tablets by their spouse and an ambulance took the customer to the hospital. At the hospital, x-rays and CT scans were done and a reading of "245" and "275" were obtained within 10 minutes of each other. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 6 with event logs 6 and 7 are an indication that the sensor had terminated due to an error recognized by the sensor. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The sensor was activated with a known good reader and signal and sound icons were observed to be shown as activated. Waited for few minutes and it was observed that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected to masterm and send command to the reader, the first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.